Manufacturer narrative:
G4:18nov2020. B4:01dec2020. The part was returned to the manufacturer for failure investigation (fi). It was determined that the reported problem could not be reproduced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08sep2020. B4: 09sep2020. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician that the error was caused by a temporal failure in the backup alarm. The defective cpu (central processing unit) was replaced to address the reported issue. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03aug2020.

Event description:
The customer reported error backup alarm failed. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.